Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and remained static. Customer¿s blood glucose level was 230 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support, and continued to use the pump for insulin therapy.